Event description:
The patient was undergoing a coil embolization to treat a splenic aneurysm using a pod packing coil (packing coil), a ruby coil, and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil in the target location using the microcatheter. While advancing the next packing coil to the target location, the packing coil had unintentionally detached prior to reaching the aneurysm. Therefore, the physician used the pusher assembly of the packing coil to push the detached embolization coil successfully into the splenic aneurysm. The procedure was completed using an additional packing coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.